Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was an image of the arctic sun device with a red line through it on the screen and therapy would not start. After rebooting the device the error went away and nurse was able to start therapy. Per additional information received from another nurse on 13jan2023 regarding the same patient they were trying to set monitor mode and device went to red x and note about as cpmn. Patient temperature was 36.8c target temperature was 37c, water temperature was 37c, flow rate was 3.6 lpm. Mis walked through powering off and back on. Tried to enable monitor mode, but start option was grey. Tried to enable monitor mode and red x with cpmn message returned. Mis advised to swap out to other available device and send this one to biomed for evaluation. Per work order update on 17jan2023, the estimate was approved by customer and would be sending device in for repair covered under warranty. Packaging kit was sent to customer. No patient injuries reported.

Event description:
It was reported that there was an image of the arctic sun device with a red line through it on the screen and therapy would not start. After rebooting the device the error went away and nurse was able to start therapy. As per additional information received from another nurse on 13jan2023 regarding the same patient they were trying to set monitor mode and device went to red x and note about as cpmn. Patient temperature was 36.8c target temperature was 37c, water temperature was 37c, flow rate was 3.6 lpm. Mis walked through powering off and back on. Tried to enable monitor mode, but start option was grey. Tried to enable monitor mode and red x with cpmn message returned. Mis advised to swap out to other available device and send this one to biomed for evaluation. As per work order update on 17jan2023, the estimate was approved by customer and would be sending device in for repair covered under warranty. Packaging kit was sent to customer. No patient injuries reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. During evaluation, it was confirmed that there was a red line through the screen and therapy would not start. Replaced control panel. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.